Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was not determined that the system had hardware failure. The field service engineer (fse) confirmed customer reported with wrong device and there was no problem with current reported issue. The system function as intended without any issues.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed. The user was able to recover the system by following the recommended steps; however, the issue reoccurred. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed. The user was able to recover the system by following the recommended steps; however, the issue reoccurred. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.